Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery alarm; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of a damaged battery alarm was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to damaged main batteries caused by use/user error. The main batteries and battery harness were replaced to correct this condition.